Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported diagnostics indicated high impedance readings on a drg lead. The lead was explanted and replaced. Postoperatively, the patient is reportedly receiving effective therapy.